Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was having problems charging the ins patient stated they are getting messages on the insr screen saying ins is overdischarge and therapy stopped. Patient stated they think the ins is depleted. Patient stated they are getting the reposition antenna screen. Patient services specialist (ps) asked clarifying questions. Patient stated the ins was last charged a month ago. Patient stated they did not have an hcp for scs therapy. Ps reviewed ins in possible overdischarge state and recommend patient consult with hcp for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6) 2022 . The pt reported they were still trying to get in touch with a manufacturer representative (rep) to be at their doctor appointment on (B)(6) 2022 to jumpstart their ins. The pt was redirected to their doctor to have the doctor schedule a rep to be at the appointment. An email was sent to the field as well to notify them of the pts request. The pt mentioned they had gone to the hospital emergency room the night of (B)(6) 2022 because they thought they were having a heart attack episode. The ER provided the pt with a phone number for a doctor that manages stimulators, but the pt stated they had no success calling that number. Additional information was received on (B)(6) 2022. The pt reported they have received the follow up letter but they haven't filled it out yet because they were having spasms in their arm and it was causing them problems at the moment. They stated they have been in the hospital and just got home a couple days ago. They stated they are trying to get their battery done on (B)(6) 2022, and they are hoping to get it replaced very quickly so they can complete the letter. They stated they were having episodes and requested a call back. Additional information was received on (B)(6) 2022. The pt provided clarification on the previously reported information. In (B)(6) 2022 the pt noticed they couldn't charge the ins. In april/may 2022, they had contacted patient services (ps) to get assistance with not being able to recharge the ins. The pt stated ps explained to them that the ins may be completely dead given that the ins was implanted in 2014. Physician listings were sent to the pt to try and find a doctor in their new location. The pt had tried finding a new doctor with the listings but they either didn't get a response from the doctors or the doctors were no longer supporting the device they have implanted. The pt requested to speak to a manufacturer representative (rep). On (B)(6) 2022, the pt had gone to the ER due to "episodes" / "spasms", which they confirmed were the involuntary muscle movements that are due to their dystonia. The pt confirmed they did not have a heart attack. Tests were done to confirm this (EKG and echocardiogram); results were normal so the doctors determined the symptoms that led to them going to the ER on (B)(6) 2022 was due to their dystonia. The pt met with a rep on (B)(6) 2022. The rep was not able to get the ins out of overdischarge. The rep provided the pt with a name of a doctor that does support their implanted device, so the pt got a referral from their primary doctor to the new doctor. On (B)(6) 2022 thru (B)(6) 2022 the pt was hospitalized because they couldn't stop shaking from the dystonia. The pt was given muscle relaxers, which helped control the involuntary muscle movements. The pt stated the return of dystonia symptoms was due to the ins being dead/in overdischarge. The pt is scheduled to meet with the new doctor on (B)(6) 2022 to discuss next steps / options for replacement. Regarding the ins being dead - the pt confirmed that they typically would charge the ins every 2 weeks but on some occasions they would go longer (months) without charging. The pt could not recall how long it had been since they last charged the ins prior to finding out they couldn't charge it in (B)(6) 2022. The pt also confirmed they haven't see an end replacement indicator (eri) nor an end of service (eos) code yet. Pt weight was provided.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the battery had been replaced. It was reported that the doctor would not be returning the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.